Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of analyzer alarms and questionable results from the cobas pro ise analytical unit. The initial sodium result was 105.1 mmol/l. The automatic repeat result was 140.2 mmol/l. The repeat result on another analyzer was 140.2 mmol/l. The initial potassium result was 2.96 mmol/l. The automatic repeat result was 5.5 mmol/l. The repeat result on another analyzer was 5.5 mmol/l. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The field service engineer found an unknown contamination, visible clots, and other material in the dilution vessel. He cleaned the dilution vessel and sipper nozzles and performed ise checks, precision testing, and qc which were all acceptable. The investigation determined the service actions resolved the issue.